Event description:
It was reported that the device had a system error. 120¿4610. There was no report of patient involvement or harm.

Manufacturer narrative:
Additional information added to:b5.

Manufacturer narrative:
No device returned. Because no device was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified

Event description:
It was reported that the device had a system error. 120¿4610.